Event description:
It was originally reported that the patient experience backed-up stool since implant. The pt's urologist felt that this was not device related but the pt's primary care physician felt it may be device related. The pt would like the device removed if symptoms keep occurring. The pt was at home. It was later reported that the pt was experiencing a lack of therapeutic effect. The pt will have her device removed in 2008. The healthcare provider confirmed that the pt experienced constipation. The pt's device system was removed. No surgical complications were reported.